Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer cleaned the pneumatic tap, reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose was 278 mg/dl.